Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. Analysis of the 37761 desktop charger (serial #: (B)(4)) found a digital board failure.

Event description:
Information was received from a patient regarding their implantable neurostimulator for other chronic/intract pain. It was reported that when the patient plugged in the charger it wasn't registering that it was actually plugged in; therefore the battery wouldn't charge. The patient stated there were a number of issues that may be related to this or that were going to cause issues in the very near term. It was further reported that the implantable neurostimulator recharger (insr) wasn't charging and the connector pin bent and then broke a few days prior to the report. It was also noted that the charger hand unit insert end had some "wiggle to it" or "side to side looseness." It was also reported that the wires on the external antenna for the recharger were frayed. No medical or therapy problem was reported. No out of box failure was reported. As a result the patient now had daily headaches and pain. No indication of patient harm. Upon device return of the desktop charger, analysis scrapped the device due to findings of a board failure. There was an intermittent green light and voltage output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.